Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a large swelling around the parasternal component of this electrode. However, there was no evidence of infection on the system explant. Furthermore, a skin patch test was performed and showed positive in allergy to cobalt which is apparently common in the community. As it was mentioned the s-ICD did not look infected on explant, but the dermatologist does not think this cobalt allergy is relevant as it is a common finding. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product was not returned. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of infection is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of infection, swelling and allergic reaction were defined in the risk documentation. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a large swelling around the parasternal component of this electrode. However, there was no evidence of infection on the system explant. Furthermore, a skin patch test was performed and showed positive in allergy to cobalt which is apparently common in the community. As it was mentioned the s-ICD did not look infected on explant, but the dermatologist does not think this cobalt allergy is relevant as it is a common finding. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a large swelling around the parasternal component of this electrode. However, there was no evidence of infection on the system explant. Furthermore, a skin patch test was performed and showed positive in allergy to cobalt which is apparently common in the community. As it was mentioned the s-ICD did not look infected on explant, but the dermatologist does not think this cobalt allergy is relevant as it is a common finding. No additional adverse patient effects were reported.